Event description:
A malfunction alarm, identified as malfunction code 12, was reported by the customer. The customer's blood glucose level was affected, showing a "high" reading, which exceeded 500 mg/dl. To address the high glucose level, the customer administered a correction bolus using the pump. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully.